Event description:
The customer reported a check sum error this occurrence did not happen during a case. No pt injuries were reported.

Manufacturer narrative:
The ge svc rep replaced the s-ram card, tested system by numerous reboots, taking fluoro shots and saving images. System operating as intended.